Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they received calibration errors. The customer's blood glucose level was 44mg/dl. The customer states they treated their levels based on sensor predict, not their actual readings. The customer's most current level was 177mg/dl. The customer states they treated the low with juice and candy. The customer declined to troubleshoot for the low. No further assistance provided at this time.